Event description:
It was reported that the user experienced low blood glucose recorded at 55 mg/dl while using the ilet and had been meal announcing while low, believing the system would detect and adjust. The customer care agent educated the user on pausing the ilet during exercise and avoiding meal announcements when low, and the device problem and component could not be specified due to insufficient information. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or component involved. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.